Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, the iab would not aspirate and the inner lumen would not flush. The catheter was replaced and therapy continued. There was no reported injury to the patient.